Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated that the causality of the event was not related to the drug (initial report indicated the event was related to the drug).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(4) regarding a patient who was receiving gabalon at a dose of 235 mcg/day via an implantable pump for cervical cord injury. It was reported that on (B)(6) 2019 the sound of "peep" rang once 10 minutes from around 23:00, so the hospital was consulted about the event. The attending physician was out so a phone call was made at 9:00 the next day and after that the itb emergency service counter received a query. On (B)(6) 2019 the patient was examined at around 13:00. Interrogation was performed and the logs were checked. It was confirmed that there was still over 50 months until elective replacement indicator (eri) would be triggered and drug remained. The logs obtained confirmed the following events: (B)(6) 2019 23:10(1a) motor stall recovery occurred (B)(6)2019 22:49 (03) motor stall occurred at the time of the report there were no withdrawal symptoms at all, and it was noted that the patient was not in the environment of a magnetic field at the time of the motor stall. The hcp told the patient, ¿please make a contact immediately if the similar issue occurs. Don't worry too much if the alarm which occurs once 10 minutes does not stop ringing. Please also check the environment of the magnetic field." It was indicated that the examination was completed. The causality of the event was indicated to be related to the drug and unknown if it was related to the device or surgical procedure. It was also indicated that the attending physician did not know the cause of the event (as it was stated that the physician wanted to know the cause of the event). The outcome was recovered as of (B)(6) 2019. No complications were reported or anticipated.